Event description:
The physician intended to use a guardwire temporary occlusion system, during a case of cas in the right ica, with slightly tortuous vessel morphology. Test inflation was performed with no issue and the physician delivered the device to the distal lesion site for inflation. No abnormalities were noted during device inspection, preparation or device delivery to the target lesion. After interruption of blood flow was confirmed, the physician continued the operation. Pre-dilation was performed to the target lesion without problem. Before stent deployment, the physician confirmed the balloon was completely deflated under fluoroscopic guidance and the procedure was stopped. The relevant device was removed from the patient body and it was confirmed to be ruptured. The physician stopped using the relevant device and used another guardwire device as replacement to complete the operation. There was no adverse event to the patient. It is reported that the physician does not feel that patient morphology contributed to the event.

Event description:
Evaluation summary: received for evaluation was a guard wire, ez adaptor and an ez flator covered with contrast, no original package was received. The ez adaptor and an ez flator were returned engaged with some residual contrast; the actuator in the ez adaptor was fully engaged to 6mm. Both devices were fully functional. Due to the condition of the guard wire balloon, inflation could not be performed; the hypo tube was submerged in warm water to soften the dry contrast with no success. Visual inspection under magnification detected that the balloon exhibited a slice near the distal seal band.

Manufacturer narrative:
Evaluation, results: (investigation in progress ¿ no conclusion can be drawn); conclusion: conclusion not yet available; inconclusive ¿ investigation in progress. (B)(4).

Manufacturer narrative:
Results, conclusion: based off details received no root cause can be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.